Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. Sys operates as intended. (B)(4).

Event description:
The customer reported the sys is displaying a precharge error. No pt injury was reported.